Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) continuous hyperglycaemia [hyperglycaemia] after changing injection site, insulin began to come out and soaked the whole leg [device leakage] spring mechanism in both pens stopped working" [device malfunction]. Case description: this serious spontaneous case from spain was reported by a consumer as "continuous hyperglycaemia(hyperglycemia)" with an unspecified onset date, "after changing injection site, insulin began to come out and soaked the whole leg(device leakage)" with an unspecified onset date, "spring mechanism in both pens stopped working"(device component malfunction)" with an unspecified onset date, and concerned a 52 years old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index was not reported. Dosage regimens: novopen echo plus: novopen 6: medical history was not provided. On an unknown date patient reported that the spring mechanism in both pens (novopen 6 and a novopen echo plus) stopped working. They would load the pen and when pressing the button, the dose selector returned to 0, but they realized insulin was not being expelled because their blood glucose (blood glucose) was 500 (unit not reported). It was reported that they usually inject in the arm and, due to persistent hyperglycaemia, their nurse advised injecting in the leg to see if that was the issue. After changing injection site, insulin began to come out from a point away from the needle and soaked the whole leg. They experienced continuous hyperglycaemia until it was discovered that the problem was with the pens. Batch numbers: novopen echo plus: pvgdv60 novopen 6: mvg7l36. Action taken to novopen echo plus was not reported. Action taken to novopen 6 was not reported. The outcome for the event "continuous hyperglycaemia(hyperglycemia)" was not reported. The outcome for the event "after changing injection site, insulin began to come out and soaked the whole leg (device leakage)" was not reported. The outcome for the event "spring mechanism in both pens stopped working"(device component malfunction)" was not reported. Reporter's causality (novopen echo plus) - continuous hyperglycaemia(hyperglycemia): possible after changing injection site, insulin began to come out and soaked the whole leg (device leakage) : unknown spring mechanism in both pens stopped working"(device component malfunction): unknown company's causality (novopen echo plus) - continuous hyperglycaemia(hyperglycemia) : possible after changing injection site, insulin began to come out and soaked the whole leg (device leakage): possible spring mechanism in both pens stopped working"(device component malfunction): possible reporter's causality (novopen 6) - continuous hyperglycaemia(hyperglycemia): possible after changing injection site, insulin began to come out and soaked the whole leg (device leakage) : unknown spring mechanism in both pens stopped working"(device component malfunction): unknown company's causality (novopen 6) - continuous hyperglycaemia(hyperglycemia) : possible after changing injection site, insulin began to come out and soaked the whole leg (device leakage) : possible spring mechanism in both pens stopped working"(device component malfunction): possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer's comment: 13-feb-2026: the suspected device novopen echo plus and novopen 6 has not been returned to novonordisk for investigation. No conclusion reached on device functionality.

Event description:
Case description: investigation results. Suspect: novopen echo plus, batch: (B)(4). The device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout revealed indications of unintended use of the pen with no flow in the delivery system. Visual examination and functional testing were performed.the memory display showed ''error'' was blank upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. The electronic display showed "error" after the dose button was fully depressed and the connectivity to transfer data from the pen to the app is impacted. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device suspect: novopen 6, batch: mvg7l36 the device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. On receipt, there was a gap between the piston rod of the device and the rubber piston in the cartridge, and the piston rod was fully retracted. If the user attempted to make an air shot or to dose no insulin would have been dispensed. There are different possible scenarios that can explain this: the user retracted the piston rod correctly during change of the cartridge, but mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston the user left the needle on the pen between injections the user retracted the piston rod between injections. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked.the readout revealed indications of unintended use of the pen with no flow in the delivery system. Visual examination and functional testing were performed. The memory display showed ''error'' was blank upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Confirmed the electronic display showed "error" after the dose button was fully depressed and the connectivity to transfer data from the pen to the app is impacted. This is a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device since last submission the following information updated is non-reportable updated as no investigation results updated final report ticked, expected date of fu report removed and current location of device updated, further investigation removed in EU/ca tab b,c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Final manufacturer comment: 02-apr-2026: novopen 6, batch number mvg7l36 one used novopen 6 with insulin cartridge received for investigation. On preliminary examination, air gap noted in the cartridge and foreign matter observed on dose selector and piston rod. Therefore, the washer is separated from the piston rod. The air gap is due to storage of the needle attached to pen between injection, not checking the insulin flow before the injection as described in the IFU. The fault may not be obvious to the user. Dose accuracy may be affected if the user uses the pen despite the fault. If the air gap is correctly equalized, dose accuracy is not affected. Failure to equalize a large air gap before dosing may cause several instances of no dose of drug, which for all the drug products covered by this code may result in hyperglycaemia. The observed problem is due to incorrect handling of the device. Final manufacturer comment: novopen echo plus: batch number: pvgdv60 02-apr-2026: pen received with insulin cartridge and non nn needle mounted. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. The electronic display showed "error" after the dose button was fully depressed. This is a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error is caused by unintended use of the device. H3 continued: evaluation summary suspect: novopen 6, batch: mvg7l36 the device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. On receipt, there was a gap between the piston rod of the device and the rubber piston in the cartridge, and the piston rod was fully retracted. If the user attempted to make an air shot or to dose no insulin would have been dispensed. There are different possible scenarios that can explain this: the user retracted the piston rod correctly during change of the cartridge, but mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston the user left the needle on the pen between injections the user retracted the piston rod between injections. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked.the readout revealed indications of unintended use of the pen with no flow in the delivery system. Visual examination and functional testing were performed. The memory display showed ''error'' was blank upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the pen, the mechanical and electronic functions worked normally for pre-set doses. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise,

Event description:
Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "continuous hyperglycaemia (hyperglycemia)" with an unspecified onset date. "After changing injection site, insulin began to come out and soaked the whole leg (device leakage)" with an unspecified onset date. "Spring mechanism in both pens stopped working" (device component malfunction)" with an unspecified onset date, and concerned a 52 years old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", novopen 6 (insulin delivery device) from unknown start date for "device therapy", fiasp (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", , tresiba penfill (insulin degludec 100 u/ml) from unknown start date for "product used for unknown indication". Dosage regimens. Novopen echo plus. Novopen 6. Fiasp. Tresiba penfill. Batch numbers: novopen echo plus: pvgdv60. Novopen 6: mvg7l36. Fiasp: rr73cj2. Tresiba penfill: ps6ls27. Action taken to novopen echo plus was not reported. Action taken to novopen 6 was not reported. Action taken to fiasp was not reported. Action taken to tresiba penfill was not reported. Reporter's causality (fiasp) - continuous hyperglycaemia(hyperglycemia): unknown. After changing injection site, insulin began to come out and soaked the whole leg (device leakage): unknown. Spring mechanism in both pens stopped working" (device component malfunction): unknown. Company's causality (fiasp) - continuous hyperglycaemia (hyperglycemia): possible. After changing injection site, insulin began to come out and soaked the whole leg (device leakage): possible. Spring mechanism in both pens stopped working"(device component malfunction): possible. Reporter's causality (tresiba penfill) - continuous hyperglycaemia (hyperglycemia): unknown. After changing injection site, insulin began to come out and soaked the whole leg (device leakage): unknown. Spring mechanism in both pens stopped working"(device component malfunction): unknown. Company's causality (tresiba penfill) - continuous hyperglycaemia (hyperglycemia): possible. After changing injection site, insulin began to come out and soaked the whole leg (device leakage): possible. Spring mechanism in both pens stopped working"(device component malfunction): possible. Since last submission the following information updated. Suspect fiasp and tresiba penfill updated. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2026-00036. Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2026-00035. Reference notes: medwatch 3500a MFR. Report number. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.